Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the manufacturing documentation for this particular batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. The most probable root cause classification is considered operational context due to anatomical/procedural factors encountered during the procedure; the performance of the device was limited.

Event description:
It was reported that during a percutaneous coronary intervention a balloon ruptured occurred. The 90% stenosed lesion was located in a severely calcified and moderately tortuous right coronary artery. On the first inflation a 3.0x15mm maverick2 monorail balloon was inflated and ruptured at 6 atmospheres. The device was removed intact. The procedure was completed with a different device. The patient status is good with no complications reported.